Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported recognition issue with the instrument. The returned instrument was placed on an in house da vinci si system, which successfully recognized the instrument. The pogo pins did not stick and were not contaminated. The dcp (dallas chip processor) verification and electrical continuity tests passed. The instrument was driven an moved intuitively and grips opened and closed. Additional observations not reported by the customer were damages to the instrument's cable, pulley, and main tube. The instrument had a frayed pitch cable at the distal clevis hub. No damage was found with the clevis. There were scratches on the distal pulley and on the main tube. The distal end of the main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the pk dissecting forceps instrument was not recognized by the system. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.